Manufacturer narrative:
Unit had a missing retainer and missing reservoir tube o-ring. Reservoir does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states that the ring on top the reservoir compartment was missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report and follow up report were created in error, as there is an existing case to report this event. Please reference report number 3004209178-2018-52871.